Event description:
Healthcare professional reported through company representative "breast implant rejection", "possible undiagnosed immune condition", "full body hives", "joint achiness, malaise, and feeling generally poor" and "localized tenderness at the voluma injection sites". Malaise, possible undiagnosed immune condition, joint swelling, joint achiness and feeling generally poor are considered not device related. Patient was prescribed with bellafil, voluma, steroids, and antibiotic. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.